Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The package insert for the articular surface states "do not reinsert an articular surface implant that has been inserted previously. There may be visually nondetectable flaws that could reduce the service life of the implant." It is possible that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. The problems encountered may be related to surgical technique; however more information would be needed to conclusively make that determination. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation,the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon had difficulty inserting the articular surface. Another articular surface was opened and inserted without problem.